Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to the device powering on without user input and then powering off immediately. Service evaluation verified the symptom. The cause was identified to be a failed input/ output printed circuit board. The input/ output printed circuit board was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device powered on without user input and shut down immediately. There was no patient involvement. No additional information is available.